Event description:
Updated information: new wires put in to secure the frame which required additional surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation - addition of manufacturing review language. "A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue." (B)(4).

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection of the returned devices confirms that the wires are bent and broken. A review of the complaint history shows no prior complaints for the listed parts. A definitive root cause cannot be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.